Manufacturer narrative:
The reported complaint of disconnection could be confirmed from the video received. The disconnection shown in the video is consistent with a lack of solvent during assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model b33371. This product was used for the product code and 501k. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
The event involved is a 28 cm (11") add-on set w/2 check valves, vented cap, non-dehp, that experienced leakage. This is report 1 of 2. The following issue was reported by the customer: ¿we have had several cases of leakage with the two-way chemotherapy trees (lack of glue with the luer-lock junction). The connectors come off easily and there are leaks. Corrective action: change of chemotherapy tree (with different lot)". The event happened during infusion. The patient was connected to the device. Chemotherapy that leaked, seen on the ground by the patient, protocol put in place in the event of a leak. No delay in therapy, delay in taking care of other patients due to embolization of staff to deal with the leak and putting on protective clothing. No need of medical intervention. The event was known through phone call, by a nurse. Update: the event happened on (B)(6) 2024. The treatment was not fully administered, due to the leak. No visible default on the device before use. No cut, no tear and no hole on the device. The event happened once, then verification of the other devices with same lot number, quarantined. The leak was noticed after 30 minutes. No medication involved. The sample is not available for evaluation, dasri bin following contact with chemotherapy and the risk.